Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and white/yellow foreign material inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation, conforming for aspiration and nonconforming for cut. The probe was disassembled, and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract from the body needle. It was observed the extension pulled out of the coupling and no adhesive was present on the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation does not confirm the probe had an aspiration failure; the evaluation indicates the probe had an actuation and cut failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. However, the root cause of the reported event is manufacturing related, caused by the extension pulling out of the coupling. The reported aspiration failure was not confirmed, and an exact root cause for the actuation and cut failure is related to the extension pulling out of the coupling. A non-conformance record has been initiated to trend the defect of extension coupling detachment. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had poor cutting and poor aspiration, making it impossible to operate normally during vitrectomy surgery. The procedure was completed after replacement of product with new one. Other accessories inside the package were functioning properly. There was no patient impact.